Event description:
Allegedly, the gladiator bipolar head dislocated off of 32mm femoral head.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.